Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the brush cannot be inserted nor remove due to foreign material stuck inside the biopsy or instrument channel (bx channel). There were no reports of patient involvement.

Event description:
It was reported the duodenovideoscope cleaning brush cannot be inserted nor removed. The brush would not go through it, something is stuck inside. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1, e2/e3 were (inadvertently selected on the initial medwatch and should have been left blank), g2(added user facility, company representative was inadvertently selected) and a correction to g3 of the initial medwatch. The aware date should be apr 23, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use with the information obtained. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. No physical damage was confirmed at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.